Event description:
After draping the pt, the camera and light source were connected. The light cord became hot and scrub tech noticed a burned spot on the drape. The pt was found to have a pencil eraser-sized white blister on his left upper arm. Reason for use: chronic sinusitis - functional endoscopic sinus surgery. Event abated after use stopped or dose reduced: yes.